Manufacturer narrative:
Further info regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported internal leakage sub-test failure during the pre-use checks, was according to information from our field service engineer, caused by a defective expiratory valve coil. The expiratory valve coil is responsible for regulating the expiratory pressure and flow. If the coil fails during ventilation , the delivered volumes and pressures might be within the user specified limits and subsequently, alarms will be generated tot he user. Log files have not been received, despite several reminders having been sent and received. The customer decided to keep the failing expiratory valve coil and therefore the root cause for the expiratory valve coils failure has not been determined from this investigation.